Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 10 months post implant of this mitral annuloplasty band, it was explanted and replaced with a bioprosthetic valve due severe regurgitation. During the explant procedure, the surgeon noted that the ring was intact. The patient's native posterior leaflet had been repaired previously with a suture, and now was retracted, which the surgeon stated was the cause of the severe regurgitation, not failure of the annuloplasty product. No additional adverse patient effects were reported.